Event description:
Unanticipated revision 4 months post op.

Manufacturer narrative:
Patient suffers from perthes disease which is a type of condition contra-indicated for this device. Corin has requested explant.